Manufacturer narrative:
H6: the device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. D10: concomitant product UDI for pump is (B)(4). D10: concomitant product UDI for cuff is (B)(4).

Event description:
It was reported that the patient presented to the clinic a couple months ago with their artificial urinary sphincter (aus) implant device not functioning properly. It was suspected there was fluid loss because it did not cycle properly. Upon explanation of all components, it was found that there was a very small hole in the pressure regulating balloon (prb) when they refilled it. The physician replaced the components all with new ones through replacement surgery, and the device cycled and coapted well, and there were no patient signs or symptoms reported at this time.